Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment issues occurred. The physician commented that the epic stent "slips" distally during deployment. The procedure was completed successfully with this stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).